Event description:
Same case as MFR's report# 6000089-2007-00742. It was reported that during an iliac vein stenting treatment procedure, the physician stated that the deployed stent was not the size indicated on the packaging. He stated, "this is 14 mm stent, but the diameter is under 14 mm event though it was deployed." The physician retrieved the stent and tried another of the same device, but experienced the same issue. The procedure was completed with another MFR's stent. It was reported that there were no injuries or complications for the pt. Pt status is reported as "good". This product is approved ous only, but is similar to a device marketed in the us.

Manufacturer narrative:
.